Event description:
As reported, a 6f¿12f mynx control venous vascular closure device (vcd) did not achieve closure after being deployed into the right femoral artery. Manual pressure was used to obtain hemostasis. There was no reported patient injury. The physician reported that six weeks post-procedure the patient was still experiencing pain and discomfort at the access site. According to the physician, the polyethylene glycol (peg) hydrogel sealant remained present in the subcutaneous tissue and had not resorbed. The mynx vascular closure device (vcd) was used in an interventional procedure with an antegrade approach, and the deployer was mynx trained. A britetip 11f sheath introducer was used. Femoral artery suitability was verified on angiography, including a 30¿45 degree insertion angle, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity and no presence of peripheral vascular disease or calcium at the puncture site. Pulsatile bleeding was noted immediately upon device removal, and the sealant was deployed to the proper location. Anticoagulants were used, specifically heparin, with dose unknown. The activated clotting time and international normalized ratio were unknown, and there was no history of coagulopathy. No issues were noted during balloon retraction or button #2 step. Lidocaine was provided for pain. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 6f¿12f mynx control venous vascular closure device (vcd) did not achieve closure after being deployed into the right femoral artery. Manual pressure was used to obtain hemostasis. There was no reported patient injury. The physician reported that six weeks post-procedure the patient was still experiencing pain and discomfort at the access site. According to the physician, the polyethylene glycol (peg) hydrogel sealant remained present in the subcutaneous tissue and had not resorbed. The mynx vascular closure device (vcd) was used in an interventional procedure with an antegrade approach, and the deployer was mynx trained. A brite tip 11f sheath introducer was used. Femoral artery suitability was verified on angiography, including a 30¿45 degree insertion angle, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity and no presence of peripheral vascular disease or calcium at the puncture site. Pulsatile bleeding was noted immediately upon device removal, and the sealant was deployed to the proper location. Anticoagulants were used, specifically heparin, with dose unknown. The activated clotting time and international normalized ratio were unknown, and there was no history of coagulopathy. No issues were noted during balloon retraction or button #2 step. Lidocaine was provided for pain. The device was not returned for analysis. The product history record (phr) review could not be conducted as a lot number was not provided. The reported events of ¿sealant-inability to achieve hemostasis¿ and ¿pain¿ could not be observed as the device was not returned for analysis and due to the nature of the complaint. The cause of the issues experienced could not be determined. Failing to achieve hemostasis after vascular closure of a vein is a common procedural complication and is frequently related to stick technique, anticoagulation, adequate sheath/device removal technique, the proper placement of the sealant at the venotomy, and the patient's compliance to decreased mobility of the limb affected in order to promote coagulation. Based on the information available for review, it is not possible to determine what factors may have contributed to the access site bleeding that occurred after device removal. However, patient factors, pharmacological factors and/or handling factors are possible. Pain is an unpleasant physical discomfort or sensation experienced by the patient. However, pain is subjective to the patient, and there are many potential causes to the pain experienced. Based on the information available for review, it is not possible to determine what factors contributed to the pain and discomfort experienced at the access site 6 weeks after deployment. Since it was reported that the sealant was not reabsorbed, it is likely related to patient factors. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, users are informed to maintain fingertip compression on the skin during removal of the device with the procedural sheath from the patient and to continue to apply fingertip compression for up to 1 minute or as needed. The user is then instructed to apply a sterile dressing once hemostasis is achieved. According to the patient brochure, ¿please contact your doctor immediately if you experience any of the following: persistent pain, tenderness, tingling or swelling at the puncture site or leg. Bleeding, oozing or drainage at the puncture site. Increased redness, warmth, bruising or swelling at the puncture site. Non-healing wound. Any other unusual symptoms.¿ it also instructs, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ based on the information available for review, there is no indication that the reported events are related to the design or manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.